Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) ) on 22-aug-2023. The most recent information was received on 04-sep-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted (lot no. A47943) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 365 days after essure insertion, she experienced pelvic pain (seriousness criterion intervention required), fatigue ("fatigue"), arthralgia ("joint pain"), headache ("recurrent headaches"), heavy menstrual bleeding ("haemorrhagic periods"), depression ("depression due to pain"), urinary tract infection ("recurrent urinary infections"), pyelonephritis ("pyelonephritis"), mobility decreased ("generalised joint pain with reduced mobility for several days"), migraine ("migraines"), abdominal pain ("abdominal pains"), dizziness ("dizziness") and amnesia ("memory loss"). An unknown time later she experienced device dislocation ("implants were no longer at their insertion locations and must have migrated elsewhere in the body") and nausea ("highly debilitating nausea that generally occurs in bouts and grounds me for several days"). The patient was treated with surgery (total removal of the uterus and cervix). Essure treatment was not changed. At the time of the report, the fatigue, arthralgia, depression, device dislocation, mobility decreased, migraine, abdominal pain, dizziness, amnesia and nausea had not resolved. The outcomes for pelvic pain, headache, heavy menstrual bleeding, urinary tract infection and pyelonephritis were unknown. No causality assessment was received for essure with regard to pelvic pain, fatigue, arthralgia, headache, heavy menstrual bleeding, depression, urinary tract infection, pyelonephritis, device dislocation, mobility decreased, migraine, abdominal pain, dizziness, amnesia or nausea. The reporter commented: after years of pains and symptoms with no diagnosed cause, I underwent a total removal of the uterus and cervix (preserving the ovaries and fallopian tubes) in 2018, as I wasn¿t in menopause; the essure implant was left in place during the surgery, within the fallopian tubes. Today, after 5 years of medical wandering, it turned out that some debris was apparently present in one of the tubes, while the rest of the essure implants were no longer at their insertion locations and must have migrated elsewhere in the body¿ I have to undergo computed tomography to locate them. I am currently on sick leave since (B)(6) 2022; I have another pathology unrelated to the pains in question, which I have been living with since 2014 and which has worsened I am in the chronic patient status and will certainly have to be recognized as disabled. It has been 9 years of medical struggle with all the physical, moral and work-related consequences along with a resulting impact on family life. Lot number: a47943 manufacture date:2012-09 expiration date: 2015-09. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 04-sep-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted (lot no. A47943) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 365 days after essure insertion, she experienced pelvic pain (seriousness criterion intervention required), fatigue ("fatigue"), arthralgia ("joint pain"), headache ("recurrent headaches"), heavy menstrual bleeding ("haemorrhagic periods"), depression ("depression due to pain"), urinary tract infection ("recurrent urinary infections"), pyelonephritis ("pyelonephritis"), mobility decreased ("generalised joint pain with reduced mobility for several days"), migraine ("migraines"), abdominal pain ("abdominal pains"), dizziness ("dizziness") and amnesia ("memory loss"). An unknown time later she experienced device dislocation ("implants were no longer at their insertion locations and must have migrated elsewhere in the body") and nausea ("highly debilitating nausea that generally occurs in bouts and grounds me for several days"). The patient was treated with surgery (total removal of the uterus and cervix). Essure treatment was not changed. At the time of the report, the fatigue, arthralgia, depression, device dislocation, mobility decreased, migraine, abdominal pain, dizziness, amnesia and nausea had not resolved. The outcomes for pelvic pain, headache, heavy menstrual bleeding, urinary tract infection and pyelonephritis were unknown. No causality assessment was received for essure with regard to pelvic pain, fatigue, arthralgia, headache, heavy menstrual bleeding, depression, urinary tract infection, pyelonephritis, device dislocation, mobility decreased, migraine, abdominal pain, dizziness, amnesia or nausea. The reporter commented: after years of pains and symptoms with no diagnosed cause, I underwent a total removal of the uterus and cervix (preserving the ovaries and fallopian tubes) in 2018, as I wasn¿t in menopause; the essure implant was left in place during the surgery, within the fallopian tubes. Today, after 5 years of medical wandering, it turned out that some debris was apparently present in one of the tubes, while the rest of the essure implants were no longer at their insertion locations and must have migrated elsewhere in the body¿ I have to undergo computed tomography to locate them. I am currently on sick leave since (B)(6) 2022; I have another pathology unrelated to the pains in question, which I have been living with since 2014 and which has worsened I am in the chronic patient status and will certainly have to be recognized as disabled. It has been 9 years of medical struggle with all the physical, moral and work-related consequences along with a resulting impact on family life. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.